Event description:
It was reported that this implanted lead had exhibited methicillin-resistant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.